Event description:
It was reported that the explanted generator was discarded by the explanting facility. No product analysis can be performed.

Event description:
In the clinic notes dated (B)(6) 2013, no setting changes were made. However, one of the patient medication dosages was lowered.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently reported this data incorrectly. Outcomes attributed to adverse event, corrected data: the initial report inadvertently reported this data incorrectly. Describe event or problem, corrected data: the initial report inadvertently did not report this information. Type of reportable event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
Clinic notes dated (B)(6) 2013 noted that the patient was experiencing little seizures described as a little bit of shaking and blinking for 5-20 seconds once or twice a day. It was noted that the patient's grandmother wonders if the vns needs to be "taken" or medications changed. Clinic notes dated (B)(6) 2013 note that the patient has experienced an increase in seizures; however, the patient's grandmother indicated that the patient has had one to two daily seizures for years. No device settings adjustments or medication changes were noted. The patient underwent generator replacement. The explanted generator has not been received for analysis.